Event description:
A patient who had undergone a bilateral mastectomy due to breast cancer underwent a prepectoral breast reconstruction with tissue expanders and restella resorbable (pga) on (B)(6) 2019. The expanders were anteriorly covered with restella resorbable. The patient's left expander deflated and she was brought back for re-operation on (B)(6) 2019 (42 days post-op) to replace the expander. At the time of reoperation, it was noted that the restella resorbable was still in the process of incorporating. As a precaution, the surgeon removed some unincorporated portions of the restella resorbable device.